Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 6.7 mmol/l (system 1), 6.3 mmol/l (system 1), 12.7 mmol/l (system 2), and 8.9 mmol/l (system 2). Readings occurred with the same vial of test strips.